Event description:
A routine complaint investigation for an alleged high reading which resulted in an episode of hypoglycemia. The user, who has been a diabetic since 1970, obtained a high reading of 190mg/dl at one a.m. Prior to retiring to bed. User states that the normal range at bedtime is usually 150-160. Spouse found user unconscious on the bathroom floor at 3 a.m. And called the emergency medical technicians. They treated user with IV glucose and user recovered, refusing to go to the hosp. The user alleges that the comparison of two different strip lots in the possession were both reading 30mg/dl higher that the emergency medical technician's meter reading of 27. User declined providing any info about insulin dosages, time frames, or diet. The details of the system's use by the customer or emergency medical technician's are unknown. There is no laboratory comparison.